Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a vaginal hysterectomy with anterior repair performed on (B)(6) 2018. According to the complainant, during the procedure, upon retracting the capio, the carrier tip detached. The physician then performed an x-ray but he did not found the carrier tip. It was reported that the tip was left inside the patient and he was not able to retrieve it, subsequently. The procedure was completed with the capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a capio device was used during a vaginal hysterectomy with anterior repair performed on (B)(6) 2018. According to the complainant, during the procedure, upon retracting the capio, the carrier tip detached. The physician then performed an x-ray but he did not found the carrier tip. It was reported that the tip was left inside the patient and he was not able to retrieve it, subsequently. The procedure was completed with the capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.